Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was possible air in the line of a clearlink continu-flo solution set. The reporter stated that while being used with the set, a sigma spectrum infusion pump presented an air in line alarm. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.